Event description:
Implant moved to sinus after implant uncovering. User should have used screw retained implant instead of snap in model.

Manufacturer narrative:
Implant moved to sinus after implant uncovering. User should have used screw retained implant c1085.3311 instead of snap in model c1086.3311.